Manufacturer narrative:
The device remains implanted; therefore, could not be sent for evaluation. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj.  In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success.   In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  Investigation results suggest/indicate the cause of the event could not be definitively determined. However, in addition to the mechanisms described above, patient factors (annular/leaflet calcification,  narrow sov) and/or procedural factors (device manipulation) may have contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), during a transfemoral transcatheter aortic valve replacement (tavr), sinus of valsalva (sov) rupture occurred. A balloon aortic valvuloplasty (bav) was not performed. While expanding a 23 mm sapien 3 valve, resistance was generated at 2.5 ml less than nominal volume, and inflation was stopped at 1.5 ml less than nominal volume. After valve deployment, recovery of blood pressure was not well and a pericardial effusion was noted. A rupture was found from non-coronary cusp (ncc) side of sov to the ascending aorta. A pericardial drainage was immediately performed. The procedure was completed after administration of protamine. Computed tomography (CT) performed after procedure revealed that calcium of the ncc was embedded in the sov.